Event description:
On (B)(6), 2011, a doctor alleged that upon removal of the mara appliance, a piece of enamel chipped off from the distolingual cusp of a permanent molar tooth of a patient.

Manufacturer narrative:
The doctor restored the enamel on the patient's molar tooth without further incident. The doctor was advised on which cements, bands, and crowns to use as well as on removal techniques. To date, the patient is doing fine and will require no further treatment.